Event description:
It was reported that the electric dermatome handpiece motor stopped under a load. There was no patient harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 04/14/2000 and was last repaired on 07/23/2007 for a non-related issue. Evaluation of the device observed the motor was intermittently erratic. Prior to repair, the device was outside of calibration specifications and side to side specifications at the zero, and thickness settings. Repair of the device included replacement of the motor, power switch, head, and all standard repair parts. In post-repair, the motor operated within electrical specification under no load. Corrosion to the motor casing and reciprocating arm was observed. The switch passed continuity testing. The device is fourteen years old and has not been returned for evaluation at zimmer surgical for seven years. No information was obtained regarding customer's cleaning or sterilization practices; however, improper cleaning or sterilization could have caused the corrosion on the reciprocating arm and motor sleeve, which damaged the interior of the motor over time. Therefore, although the customer's reported event was not reproduced during testing, lack of preventative maintenance by the customer likely caused damage to the motor over time, which most likely caused the customer's reported events. The device was serviced and returned to the customer.